Manufacturer narrative:
Concomitant: product ID 977d260, serial# (B)(4), product type screening device. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study that the clinical diagnosis was deep venous thrombosis.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was epidural hematoma and thrombi. The outcome was reported as ongoing with sequelae of peroneal and tibial vein thrombi. The patient started a neurostimulator trial on (B)(6) 2015. On (B)(6) 2015 the patient experienced a sudden increasing and severe pain. The trial device was off at that time. The patient went to the ER and had her trial leads pulled. The patient was admitted to the hospital for observation. Mris were completed on (B)(6) 20151 and noted an epidural hematoma. An ultrasound of the bilateral lower extremities was also completed on (B)(6) 2015 showing multiple chronic clots, but also worrisome for more resent thrombus. The patient reported that the pain had returned to the patient's baseline pain level on (B)(6) 2015. The ultrasound was repeated on (B)(6) 2015 and noted more occlusive peroneal and tibial vein thrombi. The ultrasound on (B)(6) 2015 to monitor deep vein thrombi noted more occlusive peroneal and tibial vein thrombi. Surgical intervention occurred on (B)(6) 2015 for a vein filter. Concerning the epidural hematoma, the patient had remained neurologically stable, not requiring emergent surgery to evacuate the hematoma, and remains in observation. The etiology was noted as related to the device or therapy and possibly related to the implant procedure for the epidural hematoma. The etiology was noted as pertaining to the lead/extension tract for the epidural hematoma. The etiology was noted as unlikely related to the device or therapy and possibly related to the implant procedure for the thrombi. The etiology was noted as other specifically prolonged hospitalization following neurostimulator trial for the thrombi. The event resulted in a life threatening illness or injury. The event required in-patient or prolonged hospitalization.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that they had been cleared by their primary care physician.